Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. Based on the results of the investigation. And since, the device malfunction was not confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the monitor was intermittently flickering on the video processor. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.